Event description:
On (B)(6) 2011, the following info was provided to cook endoscopy: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion zilver biliary stent system. The stent fully deployed in the common bile duct, but did not expand during the procedure. The deployed stent was not removed from the pt. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. This info did not reasonably suggest a reportable event had occurred. On (B)(6) 2011, the device was returned for eval. Upon eval, we confirmed approx 9 mm of the stent is extending from the distal end of the stent delivery system. This could reasonably suggest the stent was partially deployed in the pt and removed, which has been established as a reportable event. Therefore, this report is being provided out of an abundance of caution. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a distributor in (B)(6). The distributor in (B)(6) involved in this report is listed. The contact details for the cook facility in (B)(4) are: (B)(4). Investigation eval: our lab eval of the product said to be involved confirmed the report. Approx 9 mm of the stent is extending from the distal end of the stent delivery system. The remainder of the stent remains loaded inside the stent delivery system. The clear cap on the stent delivery system handle remains tight on the y-body. The distance between the y-body and wire guide port hub measures within the appropriate mfg specs. Several kinks was observed located from the distal end of the hub to approximately 64 cm from the proximal end of the device. A product discrepancy or anomaly that could have contributed to premature stent deployment was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability conclusively determine a cause. Partial stent deployment inside the pt can occur if the handle of the stent delivery system is advanced unintentionally before the stent is in position. The instructions for use contain the following warning: "this stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. This stent is considered to be a permanent implant." Prior to distribution, all fusion zilver biliary stent systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. Quality assurance will continue to monitor for complaint trends.